Event description:
It was reported that the lead dislodged. During a repositioning attempt, the lead came out when the physician pulled on it. The atrial port of the device was plugged and the device was programmed to vvi.